Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 557 mg/dl (system 1) and 190 mg/dl (system 2). No adverse event reported.

Manufacturer narrative:
H10 device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.